Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a tibia intramedullary nailing procedure, the flexible shaft was found to be broken. The procedure was successfully completed with another substitute product. There was a surgical delay of thirty (30) minutes. There was no patient consequence. Concomitant device reported: unk - reamers: reamer head (part # unknown, lot # unknown, quantity # 1) this report is for one (1) 5.0mm flexible shaft 620mm. This is report 1 of 1 for pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 352.044. Lot: 22p1436. Manufacturing site: bettlach. Release to warehouse date: december 5, 2019. A manufacturing record evaluation was performed for the finished device 352.044 lot: 22p1436 and no non-conformances were identified. Visual inspection: the visual inspection has shown that all four tabs on the distal tip of the flex-shaft were deformed but no component was broken. Additionally, scratches and nicks were observed on the coupling. No other issues were identified with the device. Dimensional inspection: checked dimensions with caliper . Outer diameter of tube: pass. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product that would have contributed to this complaint condition. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is therefore confirmed. No definitive root cause could be determined based on the provided information. However, the deformation observed could have been a result of the device experiencing unintended forces. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.